Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a prime. The insulin pump rebooted and he had to reset the date and time. The customer was able to complete the rewind sequence. The customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test, and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window.